Manufacturer narrative:
(B)(4) . A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported a machine warning and battery cannot be charged. There was no report of pt involvement.